Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys hcg + beta test system results for one patient sample. The initial testing did not produce a numeric result, but had a data flag indicating a short sample. The sample was repeated and the result was 0.100 iu/ml with a data flag. On (B)(6) 2017, the sample was repeated and did not produce a numeric result, but had a data flag indicating a short sample. The repeat result in a sample cup was 123.5 iu/ml. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 210151. The expiration date was provided as "05/2018". A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Typical causes for this type of event include issues with sample quality such as foam/air bubbles on the sample surface or insufficient maintenance of the analyzer. A general possibility could be bubbles or foam on the reagent surface or on system reagent surface.